Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: serial# (B)(6) h3:yes serial# con312470 h3:yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6) and two (2) controllers ((B)(6)) were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed intermittent decreases in power consumption and estimated flows throughout the analyzed period and two (2) low flow alarms logged on (B)(6) 2025 at 20:58:45 and at 21:52:38. Log file analysis associated with (B)(6) revealed one (1) controller power-up event and an associated motor start event logged on (B)(6) 2025 at 21:41:21, indicating a loss of power to the controller. The data point recorded prior to the loss of power indicated that no power source was connected to power port one (1) and that (B)(6) was connected to power port two (2) with (B)(4) relative state of charge (rsoc). The data point recorded after the loss of power indicated that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). No anomalies were recorded leading up to the loss of power. The controller was without power for two (2) minutes and twenty-four (24) seconds. Additionally, review of the alarm log file associated with (B)(6) revealed four (4) vad disconnect alarms logged on (B)(6) 2025 at 21:38:50, 21:41:2, 22:27 :08 and 22:28:39, indicating a physical disconnection of the driveline from the controller. Log file analysis also revealed one (1) controller fault alarm logged on (B)(6) 2025 at 22:20:49, indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for more than two (2) years. Log file analysis associated with (B)(6) revealed one (1) controller power-up event and an associated motor start event logged on (B)(6) 2025 at 21:52:16. Review of the data log file revealed that the controller had not been in use prior to the power up event; the first data point was logged on (B)(6) 2025 at 21:52:51, indicating that the power up event occurred during a controller exchange. Log file analysis revealed an additional controller power-up event and an associated motor start event logged on (B)(6) 2025 at 22:40:44, indicating a loss of power to the controller. The data point recorded prior to the loss of power indicated that (B)(6) was connected to power port one (1) with (B)(4) relative state of charge (rsoc) and that (B)(6) was connected to power port two (2) with (B)(4) rsoc. The data point recorded after the loss of power indicated that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). No anomalies were recorded leading up to the loss of power. The controller was without pow ER for forty-five (45) minutes and forty-eight (48) seconds. Review of the alarm log file associated with (B)(6) revealed two (2) vad disconnect alarms logged on (B)(6) 2025 at 21:51:01 and 21:52:23, indicating the controller was powered up without the driveline connected. Further review of the alarm log file associated with (B)(6) revealed one (1) additional vad disconnect alarm logged on (B)(6) 2025 at 21:54:55, indicating a physical disconnection of the driveline from the controller. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed and/or patient related factors. The most likely root cause of the losses of power to the controller can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) and (B)(6) fall in scope of this CAPA. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the controller fault alarm may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Based on the available information, the most likely root cause of the vad disconnect alarms can be attributed to the controller being powered on without the driveline connected, likely in preparation for the controller exchange, and/or a physical disconnection of the driveline from the controller. The most likely root cause of the initial controller power up event associated with (B)(6) can be attributed to a controller exchange. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system - controller d4: model#: 1420 / catalog#: 1420 / expiration date: 30-april-2023 / serial#: (B)(6) d9: no h3: no h4: mfg date: 29-april-2022 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a review of log file data revealed the ventricular assist device (vad) exhibited low flow and vad disconnect alarms. The controller exhibited a controller fault alarm and unexpected power losses. The vad and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for a correction. Additional products: d1: heartware ventricular assist system - controller d4: model#: 1420 / catalog#: 1420 / expiration date: 30-sept-2018 / serial#: (B)(6) d9: no h3: no h4: mfg date: 30-sept-2017 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was also reported that an additional controller exhibited an unexpected power loss.